Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a stent damaged was occurred. Vascular access was obtained via femoral artery. The 20mm x 3.0mm, totally occluded, concentric target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery with a significant bend of >=90 degree. A 3.00x20mm promus element stent delivery system (sds) was advanced to the lesion but would not cross due to the broken strut. As a result, the physician could not implant the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts from the two most proximal stent rows were damaged and raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a stent damaged was occurred. Vascular access was obtained via femoral artery. The 20mm x 3.0mm, totally occluded, concentric target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery with a significant bend of >=90 degree. A 3.00x20mm promus element stent delivery system (sds) was advanced to the lesion but would not cross due to the broken strut. As a result, the physician could not implant the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.